Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. It was further reported that both the left ventricular (lv) lead and the right ventricular (rv) lead had high thresholds. The lv and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419588 implantable pacing lead, (B)(6) 2012; d314trg implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).